Manufacturer narrative:
Product performance engineering has not completed their investigation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that stenting of the left anterior descending was performed in 2007, using the otw vision stent delivery system (sds). On six days later, the patient returned to the hospital with st elevation and an acute anteroseptal mi with lad thrombosis. Additional stents were used to treat the thrombosis. No additional event or patient information is available.